Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during attempt to implant the right ventricular (rv) lead there were problems crossing the right ventricular and it was noted that the lead was hooked. The rv lead was withdrawn and exchanged for a different lead. Upon withdrawal of the rv lead it was noted that the tip was partially extracted. No patient complications have been reported as a result of this event.